Event description:
Pt was suffering discomfort when catheter was being utilized. When catheter was removed in surgery, it was noted that a 12 cm length remained in the pt. Catheter fragment was snared and removed under fluoroscopic guidance by radiologist.